Event description:
Corrected information: was: therefore, the needle was removed from the patient's body and peeling to the insulation was identified. Should be: therefore, the needle was removed from the patient's body and the account noted that the insulation was missing.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01081 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient (B) (6)). According to the complainant, the needle was inserted into a 17g echo guide without resistance and advanced through the 2 cm target lesion. The first ablation was performed with a half-deployment. The ablation began at 40 watts and increased 20 watts per minute up to 120w. No increase in impedance occurred during this time. The console was shutdown, then powered back up. The ablation continued at 120 watts and was increased to 140 watts for 2 minutes. Again, no change in impedance occurred. Therefore, the needle was removed from the patient's body and peeling to the insulation was identified. Additionally, a burn was noted at the puncture site so the procedure was aborted. The site indicated that the patient has been in the hospital since (B) (6) 2010 receiving treatment for the burn by a dermatologist. The patient was scheduled for release on (B) (6) 2010.

Manufacturer narrative:
Patient identifier, age, and weight are unknown. (B) (4) insufficient roll-off. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B) (4).

Manufacturer narrative:
(B)(4).